Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user performed an esophageal variceal ligation procedure on the patient using the mbl-6-f ligation device. After releasing the band, the field of view could not be exposed. Further adjustments were made to release the band, but it was found that the bands released by the ligation device did not adequately ligate the varicose vessels [subject of report].

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed, and were determined to relate to a separately captured malfunction, with no information relating to the malfunction of unable to adequately ligate. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The barrel and bands were not returned and therefore could not be tested for band functionality and constriction. The loading catheter, handle, and a portion of the trigger cord returned. The remaining portion of the trigger cord was wrapped around the handle. The trigger cord had been cut approximately 42 cm from the proximal knot. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device could not confirm the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.